Manufacturer narrative:
The cobas 6800 serial number (B)(6). The investigation is ongoing.

Event description:
There was an allegation of discrepant hiv results when using the cobas® mpx (480t) results from the cobas 6800 analyzer for 3 patients. For the first patient, on (B)(6) 2025, the initial sample generated a reactive result for hiv. The same sample was repeated on the same day and generated a non-reactive result for hiv. For the second patient, on (B)(6) 2025, the initial sample generated a reactive result for hiv. The same sample was repeated the next day and generated a non-reactive result for hiv. For the third patient, on (B)(6) 2025, the initial sample generated a reactive result for hiv. The same sample was repeated on 02-oct-2025 and generated a non-reactive result for hiv. Serology results for the samples were negative.

Manufacturer narrative:
An in-depth analysis of the provided amplification and detection (ad) plates and the six-month data set indicated no product issue was found. Sequencing confirmed non-specific amplification (nsa) in two of the submitted samples, which is a known limitation of pcr. The analysis of the broader data set identified only four additional samples as potential false positives (defined by CT > 38). The majority of reactive samples in the customer's data showed early CT values and high rfi, indicating true positive results. The calculated "potential" false positive rate is within the expected performance range specified in the instructions for use (IFU).

Manufacturer narrative:
The wavering or discrepant results for the three specific samples are most likely attributed to the sample's titer being close to the assay's limit of detection (lod). This proximity can lead to variability in amplification and final result reporting between replicate runs. Further analysis could not be done due to the inability to ship the ad plates for sequencing.